Event description:
It was reported that while in patient use, the ventilator generated a severe occlusion alarm with a safety valve open (svo) alert. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number: (B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. The action recommended by the (tse) corresponds with accepted service practices for the device. It was reported by the customer that the expiratory filter was wet so he replaced it. He ran an extended self test (est) and a short self test (sst) which both were passed. It has been reported by the customer that no further action is needed from medtronic/covidien at this time.